Event description:
The pt had a seizure while the two (2) pumps (each 5 ml/hr) were implanted in the pt. The surgical procedure was esophagogastrectomy. Each pump contained bupivicaine in them, but at different percentages; one pump containing 0.5% concentration and other pump containing 0.25%. The infusion started in 2005 at 10:45 am. Approx 68 hours later, the symptom occurred. Following that, both pumps disconnected and the symptom dissipated approx in 1 hour. Currently, the pt is doing fine.